Manufacturer narrative:
Based on patient's report during telephone conversations, the patient underwent a repair for a midline hernia using a composix kugel mesh. Patient claims to have suffered abdominal pain since then. Ten years after the implant, she says she had a consultation with a surgeon who told her explant of the mesh would be "life threatening." Multiple attempts to obtain medical records related to the hernia repair from the patient have been unsuccessful. Furthermore, with no specific device failure being alleged or identified, there is not enough information available to reach a conclusion about the device in question. This MDR includes all patient, event and device information davol has received to date.

Event description:
Based on patient's report via telephone conversation: in 2000 - patient states she had a composix kugel mesh implanted for midline hernia repair (type unknown). In 2009 - 2010 - patient states she had consultation with surgeon inquiring about explant of mesh. Surgeon said to have told patient explant would be "life threatening" due to adhesions to bowel.